Event description:
A sales rep emailed that an operating room at the account with tandem equipment boom had a ceiling cover plate fall off on a pt while preparing for a case. A nurse that was present during the incident stated that she did not witness the ceiling cover plate falling on the pt, but heard something fall. When she looked at the ceiling cover plate, she noticed that it had betadine on it. This indicated to her that it had come into contact with the pt. She then inspected the pt and noticed some of the betadine rubbed off on the pt's upper thigh. The nurse deemed, the case safe to continue since no scrapes or abrasions were observed. The location where the ceiling cover plate came in contact with the pt was re-inspected upon completion of the case and the nurse only noticed redness in the area. The pt's partner was notified of the event.

Manufacturer narrative:
The pt's age and date of birth is unk. Attempts were made for this info. There was no adverse consequence as a result of this event. No medical intervention was needed. There is no expiration date for this product. Evaluation summary: this complaint is related to a previously reported complaint that was filed as a MDR. The previous MDR number is 2031963-2009-00028. The component which fell is a cover which is used in a tandem configuration. A tandem configuration is the term used when multiple eds booms/suspensions are mounted to the same mounting plate within the ceiling. Typically, the customer orders this type of configuration to allow for two pieces of equipment to be mounted closely together on the same mounting plate. The tandem configuration has two cut-outs in the ceiling cover to allow for both pieces equipment. If only one piece of equipment is installed, then there is a blank cover that is in the place of the hole within the ceiling cover. This is the component which fell for this and the previous complaint. The reason the component fell is unk at this time. The nurse present during the incident indicated that the doctor in the case was moving the light arm which was mounted on a separate suspension within the room when the component fell. The component was replaced by a service tech on 05/06/2010. The previous complaint (MDR 2031963-2009-00028) had the same type of failure. The triggering event for the previous complaint was the tandem light/flat panel suspension installed in the room was hung too high causing the upper arm to collide with the tandem ceiling cover. This eventually caused the blank reducer ring cover to fall. The correction for the previous complaint was to lower the suspension within the room to allow for the arms to rotate free of collision with other equipment in the room. This is not a single use product.